Event description:
It was reported that there was a perforation to the left atrial appendage during an ablation procedure. Following cardioversion of the case, pt had a decrease in both heart rate and blood pressure. Approx an hr later, a cardiac repair surgery for perforation was performed and pt was put on a ventilator. Pt was taken to ICU for observation. Prognosis was excellent and pt fully recovered. Cause of adverse event was procedure related. Company rep was not notified of the event until days later. The catheter was not saved for investigation.